Event description:
It was reported, the motor brake on the leo-4b scooter does not release properly. As a result, the motor overheats and the scooter shuts down if the patient attempts to use the device.